Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 11pm. The patient manages his diabetes with humalog insulin, lantus insulin and metformin pills. It is not known if changes were made to the patient's diabetes management routine. On the following morning, after the start of the alleged issue, the patient claims he felt a symptom of blurry vision. The patient did not specify treatment at that time. On the afternoon of (B)(6) 2012, for reasons unclear, the patient alleged his health care professional (hcp) advised him to contact his pharmacy. The patient obtained a blood glucose result of "235 mg/dl" with another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The correct test strips were being used for testing and the batteries in the subject meter did not need to be replaced. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.